Event description:
Procedure type: roux-en-y. According to the reporter: the stapler was introduced into the abdominal cavity, then the orvil was introduced into the esophagus. An incision was made in the pouch to bring the tubing through to expose the anvil center rod. The tubing was cut off and the anvil and center rod would not mate/lock in to place. The surgeon had to incise the pouch to remove the orvil and staple it closed. Then the surgeon introduced a second orvil and the same thing occurred, however, instead of removing the orvil again, the surgeon decided to remove the stapler. A new stapler was used which worked fine. There was an approximate 20 minute delay in operative time. No bleeding or tissue damage was reported.

Manufacturer narrative:
(B)(4).